Event description:
Caller reported cartridge alarm 20 on (B)(6), 2025. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed that cartridge alarms occurred with consecutive cartridges and decided to replace the pump, which was out of warranty, and transferred the customer to sales for further assistance.